Event description:
Litigation papers allege constant and severe pain and discomfort in his thigh, hip-joint and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Update (B)(4) 2012 - patient fact sheet was received, which provided part/lot information. Medwatches have been updated. There is no new information that would affect the outcome of the investigation. (See diligence log) update (B)(4) 2011 - ppd received. Dob: (B)(6). No new information received that would change the outcome of the investigation. Update (B)(4) 2013 - plaintiff¿s preliminary disclosure form was received, which identified dor and surgeon.  The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update (B)(4) 2011- plaintiff¿s preliminary disclosure form was received. We are now adding the stem to the complaint because during primary the femur was cracked during final implantation. The complaint and associated mdrs were updated.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.